Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up one day post implant. The pulse generator exhibited a diagnostics anomaly. Interrogating the device resolved t he issue. The patient would continue to be monitored normally.

Event description:
New information reported stated that the device was explanted for unrelated complaint reasons on (B)(6) 2016. No additional information was reported.